Manufacturer narrative:
All results from the initial testing and the automatic repeat were accompanied by data flags.

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on a cobas 8000 ise module. The sample initially resulted as 109.8 meq/l for sodium, 3 meq/l for potassium, and 76 meq/l for chloride. The initial results were reported outside of the laboratory. The sample was automatically repeated, resulting as 108.1 meq/l for sodium on (B)(6) 2016. The sample was repeated again on (B)(6) 2016 on a different analyzer, resulting as 152.7 meq/l for sodium, 4.9 meq/l for potassium, and 110 meq/l for chloride. The repeat results were believed to be correct. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative could not determine a cause. The customer has not experienced any further issues. The customer performs daily calibrations and quality controls with no issues seen.

Manufacturer narrative:
Investigations have determined the root cause of the issue to be related to pre-analytic sample handling. The size of the discrepancy is typical for mis-sampling related root cause issues. Mis-sampling can be caused by an insufficiently aspirated sample volume because a part of that volume is replaced by non-reactive material. This can occur when lubricant from the blood collection device or fibrin in the sample is aspirated together with the sample. This would lead to a false low value for that sample. Discrepancies may also occur with samples of good quality from clots of previously measured poor quality samples. The clot may not be completely removed by cleaning actions of the analyzer.